Event description:
Pt had a 2-incision hip arthroplasty in (B)(6) 2006, using a wright medical component. On (B)(6) 2007, the pt heard and felt a cracking sensation in his left hip with some pain and numbness in his left leg. He was found to have a fracture of the prosthesis. He was transferred to (B)(6), where he undewent revision of the femoral component of his prosthetic left hip. The broken device was a wright medical stem.